Manufacturer narrative:
Analysis of the pump found c300. There was an issue with the pump motor gear train related to corrosion, wear, and or lubrication. The pump motor had a stall due to shaft-bearing.

Event description:
Additional information received reported that prior to the (B)(6) 2015 surgery, the pump was put on minimum rate (fentanyl 18.0mcg/day /3000mcg/ml). Following pump replacement, the patient was put back to the dose prior to alarming (673.4mcg/day with bolus to 47.1, up to 12 activations per day). The pump was returned 2015-08-17.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion: after analysis and review, the previously reported code was updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from the consumer and manufacturing representative, regarding a male patient receiving intrathecal fentanyl 3000mcg/ml at ~670mcg/day via an implantable infusion pump. The indication for use of the device was for intractable spasticity. It was reported that the patient saw the 8476 error code on the personal therapy manager (ptm). On (B)(6) 2015, the patient was hearing an alarm every 15 minutes all through the night . The ptm (bolus machine) started to work at about 6:30am, and the patient was able to deliver a bolus. The patient was no longer hearing the alarm. No exposure to MRI or strong magnet was noted. It was advised that the patient follow-up with their health care provider (hcp). Additional information received reported that at pump interrogation the pump status/event log reported a motor stall. The patient started having "issues" on (B)(6) 2015, and thought they were going in for a normal pump replacement on (B)(6) 2015. When the pump was read it showed motor stall and tube set had occurred (patient recalls hearing the pump critically alarming.) The pump was explanted, and would be returned for analysis. The manufacturing representative was reading the pump while on the phone with technical services, and was no longer getting an attention dialogue box. A motor stall and recovery was recorded after the pump had been explanted, but no motor stalls to coincide from earlier. It was noted that the date on the reporters programmer was correct. If additional information is received this report will be updated.